Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient claimed that they think one of the leads is defective. The caller did not have any other details about what the patient meant by defective. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jun-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.